Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error , power loss alarm and replace battery alert. The power management tool confirmed power error , power loss alarm and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance  electrical board . After disconnecting and reconnecting the internal battery connector on  electrical board , the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that insulin pump was not working. Customer was able to complete rewind. The insulin pump will be returned for analysis.